Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer reseated the row board cable and retractor bands for drawers 4.1 and 4.2, removed the pockets, and cleared all debris from beneath them. The fse replaced the battery with a new one, vacuumed the electronic-drawer and fan, and verified all connections. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer cubies were randomly failed and it caused the entire drawer to fail. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.